Event description:
The radiopaque object was discovered at the end of the cath lab procedure. Object seems to be a metal piece from the wire guide which separated from its core. In the left-angle oblique, a sheared wire could be seen. It was thought that this was lodged in the calcium in the common femoral artery. To note, this was not sheared by a needle, but was sheared by the calcium in the artery. This was not flow-limiting. It was decided to leave the small portion of the sheared wire in the common femoral artery. There was no adverse outcome to the pt.

Manufacturer narrative:
(B) (4). Each device is inspected to verify distal tip has appropriate weld and is secure. This is done by manually tugging to ensure integrity. In addition, there is a label attached to every wire guide holder that states the following: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage". This should yield a very high probability of detection. No product or images were provided to assist in this investigation. Without product to examine we can only accept the complaint description that the wire guide "was sheared by the calcium in the artery." We will continue to monitor for similar complaints.